Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("the coil was displaced and could not be located") and pregnancy with contraceptive device ("unintended pregnancy") in an adult female patient (gravida 5, para 4) who had essure (batch no. 796910, 857588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included tubal ligation. Patient was not allergic to nickel or any other component of essure. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("severe and persistent pelvic pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), arthralgia ("joints pain") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, mental disorder, arthralgia and migraine outcome was unknown and the pelvic pain had not resolved. The pregnancy outcome was not reported. The reporter considered arthralgia, device dislocation, mental disorder, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient did not experienced any complications of pregnancy or delivery. Diagnostic results: in (B)(6) 2011, imaging physician told hat the coil was displaced and could not be located. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number added. Essure start date updated from (B)(6) 2011. Event injury was replaced with device dislocation, pregnancy with contraceptive device, mental disorder, arthralgia, migraine, pelvic pain and device ineffective. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the coil was displaced and could not be located') in an adult female patient who had essure (batch no. 796910,857588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation, hypoglycemia, bacterial vaginosis, pregnancy, hives, myalgia, lumbago, spinal column stenosis, uti, pyelonephritis, bloating, dysuria, vaginitis, vulvovaginitis, bacterial vaginosis, hyperglycemia and fibromyalgia. Patient was not allergic to nickel or any other component of essure. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy"). On an unknown date, the patient experienced pelvic pain ("severe and persistent pelvic pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), arthralgia ("joints pain") and migraine ("migraines"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, mental disorder, arthralgia and migraine outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered arthralgia, device dislocation, mental disorder, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient did not experienced any complications of pregnancy or delivery. Date(s) of insertion: (B)(6) 2011 and (B)(6) 2011 (discrepancy noted as per pif) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: 1. Patent left fallopian tube. The left essure device is irregularly curled and not occluding the left fallopian tube. 2. Closure of the right fallopian tube and normal appearance to the endometrial cavity.. Diagnostic results: in (B)(6) 2011, imaging physician told hat the coil was displaced and could not be located. Lot number: 796910 manufacture date: 2010/11 expiration date: 2013/11 lot number: 857588 manufacture date: 2011/04 expiration date: 2014/04 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: essure removed and removal date was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("the coil was displaced and could not be located") and pregnancy with contraceptive device ("unintended pregnancy") in an adult female patient (gravida 5, para 4) who had essure (batch no. 796910, 857588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included tubal ligation. Patient was not allergic to nickel or any other component of essure. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("severe and persistent pelvic pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), arthralgia ("joints pain") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, mental disorder, arthralgia and migraine outcome was unknown and the pelvic pain had not resolved. The pregnancy outcome was not reported. The reporter considered arthralgia, device dislocation, mental disorder, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient did not experienced any complications of pregnancy or delivery. Diagnostic results: (B)(6) 2011, imaging physician told hat the coil was displaced and could not be located. Lot number: 796910, manufacture date: 2010/11, expiration date: 2013/11. Lot number: 857588, manufacture date: 2011/04, expiration date: 2014/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.